Event description:
The information provided to sjm indicated the pt underwent aortic valve replacement surgery and cabgx2 and received a 23 m sjm epic supra valve. The pt presented with aortic insufficiency and an elevated gradient. The valve was explanted and replaced with another sjm tissue valve.